Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt complained of random, deep and throbbing pain to the right side of his body whether stimulation is on or off. The ipg site is located in the pt's right flank. An x-ray showed no anomalies, and the pt was reported not to have medical issues related to his kidneys. The pt stated he received effective stimulation coverage, but when he experienced the random side pain, he reported that the stimulation was irritating. The physician instructed the pt to turn off the stimulator on (B)(6) 2010. The pt was prescribed antibiotics and pain medication. It was reported that the pain was absent for several days, but then returned with the stimulator still off. The next course of action for the pt is currently undetermined. No further info is available.